Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The patient effects of hemorrhage and hematoma are listed in the electronic proglide instructions for use as potential adverse events of use of the device. Based on the information reported through the research article, a conclusive cause for the reported patient effects of hematoma, hemorrhage, and the relationship to the product, if any, cannot be determined. A definitive cause for the reported failure to achieve hemostasis and unspecified failure mode could not be determined. The unexpected medical intervention is related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
Date of event, concomitant medical products: estimated date. The device will not be returning for analysis. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional patient effect of death referenced is filed under a separate medwatch report number.

Event description:
It was reported through a research article identifying proglide relative to transcatheter aortic valve replacement procedures using the pre-close technique in 124 patients resulting in some patients experiencing: in-hospital mortality, access site hematoma, bleeding at the arteriotomy site, manual compression required, use of a second device, use of an angio-seal to obtain adequate and timely hemostasis, unspecified device failure. Specific patient information is documented as unknown. Details are listed in the attached article, titled "propensity-matched comparison of large-bore access closure in transcatheter aortic valve replacement using manta versus perclose: a real-world experience".